Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her blood glucose was 169 mg/dl and her sensor glucose was 70. Then her sensor reading was at 240 mg/dl and blood glucose was over 300 mg/dl. Then her sensor glucose would be 77 mg/dl and blood glucose was 53 mg/dl. Customer states the sensor doesn't seem to be accurate. The customer stated it took a long time for the device to let her now she was low and she does not feel low. Customer states the sensors were not damaged when removed. Troubleshooting was performed. Customer calibrates at least twice a day but not more then four times a day. No further information reported.